Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5.8 cm in diameter fusiform abdominal aortic aneurysm with an infrarenal angulation of 30 degrees. The proximal neck was 16-18 mm in diameter and 46 mm in length. The right iliac artery was 10-14 mm in diameter and the left iliac artery was 12-13 mm in diameter. The femoral arteries were 8 mm in diameter. It was reported that when the physician performed the touch-up on the proximal neck with another manufacturer's balloon there was a reduction in blood pressure. An angiogram revealed that blood was leaking from the level of the left renal artery, indicating vessel injury. An endurant cuff was placed to resolve the leak/injury, covering the left renal artery. The physician commented that the cause of the vessel injury was due to excessive ballooning of the balloon. Additionally, a type IV endoleak was observed, however no intervention was performed. The patient is being monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel perforation, endoleak), incorrect technique/procedure (user related; excessive ballooning with another manufacturer's balloon; 16-18 mm neck diameter). Conclusion: operational context contributed to event (user related; excessive ballooning with another manufacturer's balloon; 16-18 mm neck diameter).